Manufacturer narrative:
The authorized service provider (asp) recommended the replacement of the flow sensor assembly and provided the part information. On 12nov2023, the asp went to the customer site and replaced the gas delivery system (gds) part. The asp performed testing and an inspection of the device following the part replacement and it was confirmed that the device was returned to full functionality.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a gas leakage alarm. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The authorized service provider (asp) recommended the replacement of the flow sensor assembly and provided the part information. This investigation is ongoing.